Manufacturer narrative:
The reported event of an inability to heat the electrode sufficiently could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU states: "ensure that the correct length of disposable cannula is used.

Event description:
Related manufacturer number: 3004617090-2018-00001, 3004617090-2018-00002, 3004617090-2018-00004, 3004617090-2018-00005, 3004617090-2018-00006, 3004617090-2018-00007. During the procedure, the electrode did not heat beyond 38 degrees. The electrode was replaced six times but the issue remained so the procedure was cancelled. Additional troubleshooting was performed and determined the incorrect size cannula was being used with the electrodes. The seven electrodes were tested and all but one functioned as intended and the generator operated without issue. One electrode was confirmed to have a communication issue with the generator.